Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device sometimes prompted 'connect cable' and would not charge and shock defibrillation energy. There was no report of patient use being associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. From the electronic patient record of the event date, it was verified that the device had indeed prompted "connect electrodes" and lost connection to its electrodes. The therapy cable or hard paddles set that were used during the event were not available for evaluation. The reported issue could not be reproduced. Physio performed an unrelated repair. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer.   A cause of the reported issue could not be determined.